Event description:
It was reported that the patient with this remote communicator of this cardiac resynchronization therapy defibrillator (crt-d) system displayed a red call doctor icon. Upon review, it was noted that the non-boston scientific right atrial (ra) lead and the non-boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Low amplitude was also noted. The therapy was turned off. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
Explant performed. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this remote communicator of this cardiac resynchronization therapy defibrillator (crt-d) system displayed a red call doctor icon. Upon review, it was noted that the non-boston scientific right atrial (ra) lead and the non-boston scientific right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Low amplitude was also noted. The therapy was turned off. Subsequently, a revision procedure was performed and the crt-d system was explanted and replaced. No additional adverse patient effects were reported.